Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An aneurx stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that, approximately six years and four months post index procedure, it was observed that the aneurx stent graft had migrated and that there was a possible proximal type I endoleak. The patient coded and died on the morning of the planned intervention prior to even being prepped for the intervention. It was not known if the death was related to the abdominal aneurysm; but it was stated that the patient died of an apparent acute myocardial infarction. No additional sequelae were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.